Event description:
It was reported that no electrograms (egm) or marker channels were displayed when interrogation was performed using two mobile programmer applications. It was noted that only the patient's heart rate was present and there was no white dotted line. It was noted during troubleshooting that the mobile programmer application crashed and had to be rebooted. The mobile programmer application rebooted and after the reboot, the cardiac resynchronization therapy defibrillator (crt-d) was reinterrogated and the telemetry was restored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The product data/database was reviewed. Analysis confirmed a crash occurred. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.